Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they could feel where the top of the cardiac resynchronization therapy defibrillator (crt-d) had "slipped a little bit" and was protruding. The patient further described a feeling that the device had separated. The patient inquired if it could be due to their exercising or physical activity. The device remains in use. No further patient complications have been reported as a result of this event.